Event description:
It was reported that during insertion, the spring wire guide (swg) became bent and wedged in the needle tip. It was noted that therapy was delayed for 10 mins. As a result, another attempt was successfully made using a "substitution device." Additional info received on (B)(4) 2010 from the (B)(4), teleflex medical (B)(4) clarified that the swg became bent in the introducer needle. The 10 min delay was due to the components being completely removed and a new cv-25703-e successfully placed in the pt. The outcome of the pt is "fine." There were no pt complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: one introducer needle & swg were returned for evaluation. The needle was received with the swg unraveled. The swg coils were stretched to where they exited the tip of the needle. The coils beyond the needle tip remained tightly coiled. The core wire was found broken adjacent to the distal weld. Discoloration at the broken end of the core wire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation & necking of the wire in the area of the break. The distal weld appeared full & remained attached to the unbroken coil wire, proximal weld remained intact. Based upon the measured length of the broken core wire, no pieces appeared to be missing. The diameter of the swg was measured & was within specification. The observed characteristics are consistent with the clinician pulling the swg back against the needle bevel. The needle became caught between the swg coils, but it did not cut the wire. Based upon the observed damage, it appeared that the clinician pulled on the swg with force until the core wire broke next to the distal weld. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records for the swg were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The complaint was reported as a swg bent in the introducer needle. An unraveled swg was confirmed through visual inspection of the returned samples. The selected insertion site & pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.